Event description:
A zoll distributor returned belt sn (B)(4) indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As rec'd, the belt failed the ECG electrode fall-off test. Upon eval, the distribution node (dn) to rear te cable was pulled out of strain relief causing black pulse wire to break at the solder joints in the dn. The cause of the test failure is the pulled cable and broken solder connection. The root cause of the pulled cable was excessive force. No adverse event resulted from the pulled cable or broken solder connection at the pulse wire.